Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an umbilical hernia repair procedure on (B)(6) 2018 and the mesh was implanted. During the procedure, after the mesh was opened and passed to the sterile field it was noticed that there was a hole in the middle of the mesh. Another like device was used to complete the procedure. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4) additional summary: an empty opened box and a used ventral patch of product code pvpm were returned for analysis. During visual inspection of the sample, body fluids on the sample were noted; also, a damaged in middle of the pds base plate was observed; since, the wings were totally detached. According to the sample condition, the assignable cause of performance - straps tear off device, suggest an improper handling of the sample.